Manufacturer narrative:
(B)(4) it was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01, serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while ablating the left superior pulmonary vein (lspv), impedance abruptly increased causing the generator to shut off. Physician repositioned the catheter, but the issue persisted. Patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid, as the intervention was in progress at the time the complaint was reported to biosense webster inc. Remainder of procedure was aborted. Patient was reported to be in stable condition. Patient was to remain in the hospital for further observation. Physician did not provide a causality opinion. Generator was set on 35 watts. Activated clotting time at the time of injury was greater than 350 seconds. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The impedance increase is not MDR reportable because the generator stopped ablation when the cutoff was reached. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.